Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification. The customer reported delayed keypad response was verified during evaluation. The cause was determined to be a failing processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a delayed keypad response. There was no patient involvement. No additional information is available.